Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer is very unhappy with respiration monitoring in neonatal mode. Many alarms ring in low respiration rate all the time. No patient injury/ harm was reported.